Manufacturer narrative:
The facilities engineer replaced the foot sensor cable to repair the bed.

Event description:
Information received indicates the foot side rail sensor cable is cut, exposing bare wiring